Event description:
It was reported that during insertion of genesis ii ps insert at completion of total knee replacement procedure, surgeon was unable to engage locking mechanism of genesis ii tibial base plate (size 3 right) with insert. A new poly insert was opened and implanted without further incident.

Manufacturer narrative:
The associated genesis ii ps insert was not made available for evaluation. Therefore visual inspection could not be performed. However, device details were provided. Thus, a review of device history record and complaint history were performed. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. This investigation could not determine a specific cause of failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The returned insert was examined visually and using optical microscopy. A lab analysis indicated that the insert component, deformation and scratches were observed on the distal surface of the insert. Deformation was also seen along the locking mechanism. The root cause of the reported failure mode cannot be confirmed confidently with the available data. No material or manufacturing deviations were observed in the process of this investigation. A review of the batch record revealed no deviation from the standard manufacturing process that would explain the reported damage to the locking grooves on the underside of the insert. No further clinical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.